Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that . Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. The IFU states the following regarding the reported issue that was observed by the user or customer: lift the battery latch to the fully open position, align the battery ribs with the grooves in the battery port and slide the battery into place and lower the battery latch until it engages into the fully closed position. Lubricate the surgical impactor following the completion of every cleaning and disinfection and prior to sterilization. Follow the lubricant manufacturer¿s instructions for use (i.e. Concentration/dilution and shelf life). UDI:(B)(4).

Event description:
It was reported that the motor device would not start. During in-house engineering evaluation, it was determined that the device would not run, the contact was damaged, the trigger was sticking and the moving parts did move smoothly. The device also failed pretests for visual assessment, battery pack fit assessment, latch assessment, impactor operation assessment and battery pack removal assessment. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.